Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis and idiopathic gastroparesis. It was reported that  last week when they were sitting at their desk they felt a shock 2 times, where the ins is located and they have noticed some of their symptoms are returning. Pt said they have reported this to their doctor, they have an appointment to check this on (B)(6) but they were calling medtronic to see if medtronic could check their system remotely. Reviewed we do not have the ability to remotely check their system. Redirected to their doctor. Pt said they have had no falls nor traumas.